Event description:
Customer reported that he had high blood glucose due to his insulin pump under delivered. Customer stated that he programmed a bolus, and bolus was not fully delivered. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.